Event description:
A malfunction alarm, identified as malfunction code 0, was reported. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump, and the customer successfully completed the reset with no recurrence of the malfunction code. The customer was informed to continue using the pump and to call back if the issue reoccurs, which the customer acknowledged and understood.